Event description:
It was reported the physician was performing an MRI-assisted stent and coil procedure for treatment of a left carotid aneurysm. The stent was unable to be deployed due to the angle of the patient's carotid anatomy, and deployed unintentionally upon withdrawal. The physician was unaware the stent had deployed until it was verified via radiology post procedure. Patient experienced transient weakness of right arm and leg that resolved with tissue plasminogen activator (tpa). Relationship to the event is unknown.

Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. However, the directions for use (dfu) for this product family state under the warnings section, "if excessive resistance is encountered during the use of the neuroform microdelivery stent system or any of its components at any time during the procedure, discontinue use of the system. Movement of the system against resistance may result in damage to the vessel or a system component".